Event description:
A follow up called was made and the customer stated that his glucose level was up and down; she was sick with flu symptoms and hospitalized. The blood glucose reading at time of his admission was 537mg/dl. The customer was in the emergency room and released twelve hours later. Troubleshooting could not be performed as customer was driving and he hung up the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.